Event description:
It was reported the head of the stimloc screw broke off so the body of the screw remained in the patient¿s bone. During the implant procedure, the healthcare professional (hcp) noticed the right stimloc was sticking up slightly on one side. The hcp tried to tighten it down, but the stimloc would not move so they tried backing it out and the screw head broke off. The hcp used a 5 mm cranial plating screw to re-secure the stimloc. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082204915a, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis of the stimloc screw found the screw was broken due to overtorquing. Damage was visible on the right side of each individual slot in the screw head.

Manufacturer narrative:
(B)(4)